Manufacturer narrative:
The company rep examined the system and could not duplicate the reported event of "system did not aspirate". An unreported event of system had insufficient phaco power" was noted during the system eval. The company rep resolved the unreported event by replacing the u/s (ultrasound) handpiece cable assembly. Preventive maintenance was performed. The system was then tested and met all product specs. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did indicate 2 similar reports for this system. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. A root cause cannot be determined conclusively. (B)(4).

Event description:
A nurse tech reported the equipment did not aspirate during a cataract with intraocular lens implant procedure. The procedure was completed with the same equipment, but with another handpiece and tip, following a delay of more than 15 minutes. The pt experienced a capsule tear.